Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had condensation in the tubes. The following information was provided by the initial reporter: it was reported by the customer that they are having a condensation issue with item 367842.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd received ten (10) samples for investigation. The customer samples along with one hundred (100) retention samples from bd inventory, were evaluated by visual examination and no issues were observed relating to moisture as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of additive abnormality. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." The following fields were updated due to additional information: d9: device available for evaluation:  yes. D9: returned to manufacturer on: 2023-sept-26.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had condensation in the tubes. The following information was provided by the initial reporter: it was reported by the customer that they are having a condensation issue with item 367842.